Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to position or stent damage from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified and 90% restenosed proximal left anterior descending (lad) artery. There were multiple pre-dilatations performed in the 1st diagonal and lad with a 2.0 x 15 mm non-abbott balloon catheter. A 2.5 x 15 mm xience xpedition stent was successfully implanted in the 1st diagonal. A 2.75 x 23 mm xience xpedition stent delivery system (sds) was being advanced in the lad to cover the bifurcation; however, it could not cross due to interaction with the stent strut from the previously placed stent that extended into the lad. The sds was removed and additional pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon and a 2.5 x 18 mm xience xpedition stent was successfully implanted in the lad to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.